Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was taking significantly long to charge. Additionally, it was reported that pump touch screen was intermittently unresponsive. There was no reported impact to customer's blood glucose. Customer declined a follow up from tandem technical support.